Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the distal right coronary artery. The 2.50mm x 32mm promus premier stent was advanced to the lesion but was unable to cross after multiple attempts. The device was pulled out and the physician noticed that the stent looked like it was coming off the balloon. The stent still remained mounted on the delivery system balloon and did not completely come off. The lesion was then predilated using a 2.0mm x 12mm maverick balloon catheter at 14 atmospheres. A non bsc guide extension was placed and another 2.50mm x 32mm promus premier stent was advanced and dilated to 14atms with great results noted. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).